Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient passed away due to natural causes and that death was not device related. The device was said to had been functioning as intended and would not return.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that the patient passed away on (B)(6) 2024 due to natural causes in the setting of multiple comorbidities. It was also reported that the patient was older. The patient¿s death was reported to not be device related, and the device reportedly operated as expected. It was reported that no further information regarding details about the patient¿s death could be provided. Heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.